Event description:
It was reported that a spectrum pump alarmed air in line. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported issue was not reproduced. A review of the event history log did not reveal evidence of any air in line alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition not verified. The device functioned as intended and no correction was required. Should additional relevant information become available, a supplemental report will be submitted.